Manufacturer narrative:
Report subtype has been corrected to reflect the death report manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system and the reported events could not be conclusively established through this evaluation. The heartmate 3 lvas was not explanted. Multiple attempts for additional information were sent to customer and no further detail was provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 17 days (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported through patient outcome that the patient was expired and the cause is unknown. No autopsy was performed and the device will not be returned.